Event description:
It was reported that approx seven years after implantation of a vena cava filter during the scheduled retrieval, a detached limb was identified in the ivc wall. The filter apex also appeared to be embedded in the ivc wall. Attempts were made to retrieve the filter and the detached filter limb, but they were unsuccessful. There was no reported pt injury.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment based upon the available info the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been come reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.